Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 06, 2020 that a hot axios stent was to be implanted for biliary drainage during a choledochoduonostomy with stent placement procedure performed on (B)(6) 2020. According to the complainant, a stent deployment issue was encountered during the procedure. Reportedly, the stent fully deployed but was removed from the patient. The procedure was completed successfully. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Based on the details provided, a stent positioning issue was deemed the most likely event. According to the complainant, the axios stent was used for biliary drainage. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.